Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection confirmed the electrode was still attached to this device. The device and electrode were tested together. Saline tank testing with an injected heart signal confirmed no abnormalities in the sensing circuit. High powered microscopic visual inspection of the lead barrel and header of the device noted no irregularities to contribute to the allegation from the field. The set screw functioned normally. Analysis of the device memory confirmed the power supply resets noted in the field and also confirmed that tachycardia therapy was available at the time of explant. Further testing showed that the device passed all automated therapy verification testing which confirms proper operation of the pacing, sensing, and shocking functions of the device, as well as lead impedance testing and telemetry testing. Laboratory analysis did not duplicate either the power supply resets or the clinically-observed abnormal sensing, thus the root cause(s) of those issues could not be determined.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an inappropriate shock and was hospitalized due to a physic condition. At the last check a red screen appeared and it was noted that the device needed immediate attention. The impedance values appeared good. In addition it was noted that nothing was recorded for a recent follow up on the programmer, but it was confirmed that the device was checked at this time. A review by engineering noted that the data for this device was showing abnormal behavior that could be related to an issue with the device and/or the electrode. It would be recommended to replace both the electrode and the device to assure patient safety as it was not possible to determine root cause without further information and the device and electrode being returned for analysis. It was noted that the device first showed the red screen error back in september 2016 but the device was otherwise performing as expected and delivered shocks which were appropriate with normal shock impedance values. It was further noted that the power supply error seen occurs when the device resets during charge or shock delivery, therapy is still available but can be delayed. While the template lost occurred when the reference s-ECG is lost or corrupted and no longer. A replacement was booked.

Manufacturer narrative:
Additional device testing was performed. Visual inspection of the device case exterior revealed no evidence of arc marks that would indicate an external short circuit may have occurred with this system. The device case was opened to inspect the internal components, and arcing damage was observed on the exterior of the high-voltage capacitors. The arcing also compromised a solder joint within the device circuitry. Although therapy was available when the device was tested in the laboratory, the power supply resets indicate that the device had difficulty charging previously, and therapy availability while implanted could not be confirmed. Unfortunately, the damage incurred as a result of electrical arcing destroyed all evidence associated with the root cause of the arcing event and further analysis was not possible. Based on the reported clinical observations and results of laboratory testing, engineers indicated that a small fragment of conductive foreign material within the device case likely resulted in multiple, intermittent arcing events prior to being destroyed. However, due to the extent of the arcing damage, a definitive root cause could not be determined. Note that arcing was determined to be the root cause of the observed power supply alerts and sensing artifacts.

Event description:
Additional clarification confirmed that the patient received an appropriate shock and was hospitalized due to the a physical condition.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was noted that a revision took place and this device was explanted. Interrogation showed normal device function. Visually no damage was noted with the electrode. A tug test was performed with no movement. The lead remained connected to the device. The system was replaced with a new system. The old system will be returned for analysis. No additional adverse patient effects were reported.